Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the tip of the delivery system became detached during the procedure. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified external carotid artery. An 10.0-37 mm carotid wallstent was selected for use. It was reported that during the procedure, the tip of the delivery system became detached inside the patient but was still intact. The device was removed along with the tip, and the procedure was completed with another of the same device. There were no remaining pieces left in the patient, and no additional intervention was reported. The were no patient complications as a result of this event and the patient condition following the procedure was stable.